Event description:
It was reported that the right ventricular (rv) lead impedance was trending upwards and showed a high value. There was also increased and high thresholds on the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.